Event description:
It was reported that the patient underwent an unrelated procedure. During the procedure, the atrial lead was explanted due to the high capture threshold. A new lead was implanted successfully. The patient was stable throughout the whole procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.